Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 350 mg/dl to 550 mg/dl for the past 3 weeks and today it was 359 mg/dl, and 257 mg/dl· customer treated high blood glucose with manual injection and declined troubleshooting for it. The insulin pump was not delivering the insulin. Customer states insulin exited the tubing. Customer stated that, the pump did not alarm no delivery with manual prime. The insulin pump is not delivering insulin. Customer reported that, the no delivery alarm did not occur during manual prime. Customer reported that, the event was resolved by changing complete infusion and reservoir set. Customer advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing and stated that, the insulin did not exit. Customer stated that, they are able to troubleshoot for a potential reservoir and infusion set issue at this time. The device will not be returned for analysis.